Event description:
A peritoneal dialysis (pd) patient contacted customer service to report that he is allergic to the silk tape. Patient has been having this issue for at least 2 years.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).